Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc obtained the instrument event log, which indicated multiple ancillary probe volume check failures and reagent probe volume check failures at the time of event. The customer reran quality controls, which resulted within range. The customer reran patient samples processed around the same time, and all repeat results matched their original results. The cause of the discordant, (B)(6) result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result was obtained on one patient sample on the advia centaur xp instrument. The sample was initially run on an alternate advia centaur instrument, resulting (B)(6), and above the cutoff for mandatory confirmation testing. The sample was automatically re-run on the effected advia centaur xp instrument (B)(4), resulting (B)(6). The discordant result was not reported to the physician(s). The sample was tested with a confirmatory (B)(6) test, resulting as (B)(6). The sample was then retested for (B)(6) on the advia centaur xp instrument, resulting (B)(6). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.

Manufacturer narrative:
The initial MDR 2432235-2016-00244 was filed on may 12th, 2016. In the initial MDR it was incorrectly noted that the "date received by manufacturer" was 04/19/2016. The correct date received by manufacturer is 04/20/2016. Additional information (04/19/2016): on the day of event (B)(6) 2016, a siemens customer service engineer (cse) was at the customer site for another issue. The cse re-loaded the instrument software, restored a backup, and verified quality controls. On the same day, multiple ancillary probe errors occurred due to a bent probe. The customer replaced the ancillary probe, and removed the open ancillary packs and open reagent packs. A siemens headquarter support center (hsc) specialist reviewed the event data. Hsc determined that when software is reinstalled, it is necessary to remove the onboard reagents and refrigerate. After the software is updated, the backup should be restored and then the packs can be reloaded. The inventory would be readjusted based on the use of the reagent between the time of the backup and the software reload. If there was a discrepancy in the volume in the pack versus what the system thought was in the pack, aspiration errors would occur when the reagent prematurely depletes. This could have caused an inadequate dispense of the ancillary. Hsc could not confirm the cause of event. The instrument is performing according to specifications. No further evaluation of the device is required.